Event description:
Patient reported in a meter versus laboratory comparison, their surestep meter read a blood glucose level of 80 mg/dl compared to a laboratory blood glucose level of 160 mg/dl (50% difference). Pt did not experience any symptoms. Lfs rep reviewed qc procedures and discussed meter to lab comparisons with pt. The meter was replaced. No allegations of harm have been made.